Manufacturer narrative:
Additional information: during the procedure a spider fx was used. The tip remained partially attached when removed from the sheath. All device components were removed from the patient, the tip fully detached at the hinge pin when the device was cleaned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a hawkone h1-m device with a 6fr sheath during treatment of a calcified lesion in the patient¿s mid superficial femoral artery (sfa). The IFU was followed and the device was prepped without issue. The vessel was not pre-dilated. It was reported that there was resistance felt during withdrawal. The tip is reported to have detached at the hinge pins. Another device was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
Device evaluation the handle body cap was detached from the handle body, with the hypotube exposed and bent at an approximate 90 degree angle. It is likely this damage was post-procedural and occurred during handling prior to packaging for investigation. The slide cover remained inserted the cutter driver. The hawkone was inspected and was observed the distal assembly was fractured apart. The proximal segment showed the fracture was radial and was located distal the anchor pockets and at the proximal edge of the coiled segment of the housing. The cutter was retracted back into the cutter window. Yellow/green debris (likely ptfe from the spider fx capture wire) was observed with the cutter window. The capture wire was bent at 8cm from the distal tip and looped around at aproximately 46cm from the distal tip of the capture wire. The area of looping was inspected under microscope and observed the ptfe jacket of the capture wire was scraped off longitudinally. The distal portion which fractured off which remained on the 0.014" guidewire showed they gw tubing of the housing torn and flapped distally. The gw tubing was disengaged from the proximal end of the housing and at the approximate middle of the housing the gw tubing remained on the housing but showed a zipper tear for the remainder of the segment. No damage to the gw lumen of the rotating tip. The tecothane is shown as disengaged from the cutter window with a rounded proximal edge. It was observed the coiled portion of the housing was stretched out proximally and extended out past the round edge of the tecothane. If information is provided in the future, a supplemental report will be issued.